Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence/fecal incontinence. It was reported that trial patient stated since the increase of stimulation it feels like they were retaining urine and cannot go. Trial started (B)(6) 2022.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.